Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the right atrial lead exhibited loss of sensing, loss of capture and low impedance. The physician elected to reprogram the device to vvir mode since the atrial lead was not necessary. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.